Event description:
It was reported that three (3) exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the spike port. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between august 21-25, 2025. H11: two devices were received for evaluation. The reported issue of leakage was not easily identified by initial visual inspection on the returned samples. Functional testing of samples was performed, and a leak was identified from the administration spike port bonding area on both returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the administration spike port cap tube when it was inserted into the administration spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.